Event description:
N/a.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and during initial inspection, the stm noticed that the helium tank was missing. The customer provided a fresh tank for testing. The stm started the iabp and ran several functionality tests as well as a complete leak tests. Nothing out of the norm was observed. The unit passed all tests and worked normally with system tester and test catheter. There was one autofill error preceded by at least 15+ "gas loss in iab circuit. Subsequently, the stm and the customer's biomed reached out to the department that reported the problem and the person who reported the problem wasn't available for interview. The personnel in the department did say that they felt the problem was catheter related. Likewise they couldn't explain why the unit was missing it's helium tank. The stm reported that the root cause was unknown - suspect a leak in the catheter or operator error - who forgot to replace the helium tank. The stm performed a complete pm and performed all functionality tests and validated calibration. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an auto fill failure. There was no harm or injury to the patient and no adverse event was reported.